Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s chronic driveline infection could not be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists driveline infection and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 6 provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The heartmate 3 lvas patient handbook, rev. D, contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient tripped over their shoe laces and landed on their driveline. They reported bleeding and severe pain at exit site. The patient was advised to go to the emergency room. At the emergency room, there was no apparent bleeding around driveline site. There was drainage which was chronic for him. International normalized ratio (inr) was subtherapeutic at 1.4. Computed tomography of head, abdomen and pelvis revealed no trauma. The bleeding resolved on (B)(6) 2023.